Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. No indication that the electrode belt malfunction caused or contributed to the patient death. The root cause for the strained cable was excessive force. Device manufacture date: monitor: 04/17/2015, belt: 07/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the hospital emergency room at the time of the treatment event. The patient was not conscious and emergency room staff were present. Review of the downloaded data revealed that the patient experienced an inappropriate defibrillation event on (B)(6) 2018. One inappropriate shock was delivered during asystole. The rhythm after the shock was asystole. Over sensing low-amplitude cardiac signal contributed to the false detection. No additional treatments were delivered. The belt was then disconnected while the patient was in asystole with CPR artifact. The response buttons were not pressed during the treatment event. Asystole is considered a non-treatable rhythm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2018. There were no deficiencies alleged. No sustained ventricular tachyarrhythmias were detected. There is no indication that the lifevest caused or contributed to the patient death.